Manufacturer narrative:
This charger model was associated a field correction. Manufacturer's eval: corrective and preventive action (CAPA) investigation was performed. Result: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03426. It was reported the pt developed 3 blisters at his scs ipg pocket site after his charging session. The pt stated that charging never became uncomfortable. F/u identified the blistering was a one time occurrence which happened shortly after implant. The pa believes the blistering was related to the wound dressing material that was used after surgery and not the recharging of the scs ipg. A sjm rep advised the pt of charging recommendations. There is no additional info at this time.